Event description:
It was reported that "the catheter was no longer held in place after 12 hours of use. There was a loss of the curve for measurements. Difficulty to sample blood. A new catheter was inserted. The device was discarded. The is a recurring problem with this catheter reference." Additional information was requested from the customer; however further information has not been provided at this time. Associated MDR numbers include: 3006425876-2024-00984 and 3006425876-2024-00985.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the catheter was no longer held in place after 12 hours of use. There was a loss of the curve for measurements. Difficulty to sample blood. A new catheter was inserted. The device was discarded. The is a recurring problem with this catheter reference." Additional information was requested from the customer; however further information has not been provided at this time. Associated MDR numbers include: 3006425876-2024-00984.

Manufacturer narrative:
(B)(4).